Manufacturer narrative:
A medtronic representative went to the site and found that the user was placing the emitter too far away from the patient to track the instruments. He trained the user on correct placement of the emitter and they have since used the system in successful cases. No further issues after user training.

Event description:
A site representative reported intermittent tracking while in an ent procedure. The site rep reported the surgeon was able to complete a successful tracer registration, but the tracking of the registration probe was intermittent on the right side of the face. The site rep reported that there was no metal in the field. A medtronic representative walked the site rep through proper placement of the emitter and informed her of how to check tracking details to ensure that the instruments were being tracked correctly. The surgery was completed with the use of the fusion navigation system. There was no impact on the patient outcome.